Event description:
Time: 6:56 am, blood glucose (mg/dl) 374; time 2:35 pm, blood glucose (mg/dl) 437; time 3:07 pm, blood glucose (mg/dl) 309; time 4:25 pm, blood glucose (mg/dl) 433. The customer had continuously high blood glucose levels so she went to the emergency room for treatment.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported ER visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.